Event description:
It was reported by the clinician that when the physician proceeded to peel away the sheath, the hub broke off and the sheath had to be manually peeled. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.